Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer fan was not working properly and that the programmer was overheating. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the fan was not functioning. Replaced out of specification system fan, replaced and calibrated missing stylus, replaced missing power cord. Reconfigured hard drive and reloaded software. Updated device configuration. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.